Manufacturer narrative:
Health effect- clinical code 4581: pigment dispersed and corneal endothelium. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -11.00/3.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020 as a replacement lens to correct excessive vault and elevated iop. It was reported that the lens resolved the problem but for status of the eye (signs/symptoms) the reporter reported "pigment dispersed on natural lens and corneal endothelium." It was reported that the pigment observed was likely from pi, icl exchange. It was reported that the pigment dispersed on natural lens and corneal endothelium has resolved, patient is stable and no treatment or intervention has been performed since exchange.